Event description:
It was reported about skin sensitivity and strech marks with potential nerve damage after lipodiode treatment.

Manufacturer narrative:
As of this moment, partial information about this incident is available. The patient did not provide any information that supports her claim of a nerve damage, therefore we are unable to investigate this claim. It was decided to report this event out of goodwill. The report was submitted on13.9.22 in thetest mode, and on 20.7.23 it was resubmitted in the production mode.